Event description:
The event is reported as: complaint alleges: "the nurse noticed the oxygen supply was disconnected and the pt was not receiving oxygen. The nurse reattached the oxygen supply and turned the device 180 degrees. The o2 supply device was turned upside down and water is reported to have run into the pts lungs. The pt is reported to have died." Add'l info: "during o2-nebulizing with aquapak the water bottle was used in reverse direction (adapter was downwards) and the water was running out of the bottle into the respiratory tract of the pt (female, (B)(6))."

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.